Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue "door shims" was reproduced as evaluation observed missing door shims during a visual inspection. The device was determined to not meet all product specifications related to the reported event. The "door shims" were verified. The cause was determined to be missing door shims due to an external influence and causing the door to be difficult to close. The door shims were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "door shims". There was no patient involvement. No additional information is available.